Event description:
Reference number (B)(4). Event occurred in poland. On 05-aug-2024, it was reported that the patient faced that the infusion set had occlusion which prevents the flow of insulin, which cause the patient's blood glucose levels was elevated to 370 mg/dl, therefore patient had received insulin injection. The patient changed supplies as necessary and resumed insulin therapy. No further information available.